Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA:(B)(6)2021. Additional information: h6 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified corrected information: d3.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (e.g. Removal from package / during passage through tissue, etc.)? Could you please provide product code and lot number? Procedure name and date? How was the procedure completed? Were there any patient consequences? Device return status/follow up. The incident occurred on the (B)(6) 2021. The thread came detached from the needle while being used by the surgeon on the patient. Lot qdbcchr0. The procedure was vaginal hysterectomy, anteria repair and mccalls. The new suture provided by the scrub nurse. There was no harm to the patient. The needle and the thread were checked and complete, immediately after the detachment. Attachment of suture pack provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vaginal hysterectomy, anteria repair and mccalls on (B)(6) 2021 and suture was used. During the procedure, the suture had broken away from the needle. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.